Event description:
The customer reported that the system locked up and would not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the unit does boot, background processes show the hard drive was hung. He verified all fuses and voltages were ok and attempted to reload then software with clean install, three times unsuccessful. The hard drive was replaced and software reloaded. He performed functional tests and verified auto tracking with copper filters, verified image quality with line pair converging tool. Both monitors appear to have build up of condensation behind screens. The rep 9 replaced the left and right monitors. The system operates as intended.